Event description:
It was reported, the patient has a spinal cord stimulator and "it constantly had issues." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3777-45 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID: 3777-45 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID: 3708120 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID: 3708120 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension, (B)(4),

Manufacturer narrative:
(B)(4).